Manufacturer narrative:
H10: the device was received for evaluation containing approximately 177ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed, and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a large volume infusor. After 24 hours into the therapy time, it was observed that there was no flow of medication through the device and therefore medication was not being delivered to the patient. To resolve the issue, the user replaced the product, and a new product was used to continue the treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.